Event description:
The customer reported to olympus that the videoscope button 1 was leaking. The issue occurred during an unknown procedure. During evaluation, the following reportable issue was found: white foreign material was found inside the air water tube and air water cylinder. There were no reports of patient or user harm. This MDR is being submitted to capture reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. In addition to the reportable malfunction documented in b5, the additional evaluation findings are as follows: water tightness was lost due to the following: a cut on switch 1 and wear of the scope cover, the air water cylinder and suction cylinder had no color, due to wear of angle wire, the play of up down knob was out of the standard value, the plastic distal end cover and connecting tube had a scratch, the adhesive around objective lens and the light guide lens had discoloration, and the adhesive on the bending cover section was cracked. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is possible that the foreign material may not have been removed because reprocessing could not be conducted properly due to the leakage from the scope cover packing and the switch button one. However, the specific root cause could not be determined at this time. The suggested event can be detected and prevented by handling the device in accordance with the instructions for use (IFU): -states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. -states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.